Manufacturer narrative:
The device was returned due to patient deceased. The results of electrical, stress/environmental tests performed indicate the pacer was exhibiting normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available.